Event description:
It was reported that the lead was capped due to an insulation anomaly. No electrical anomalies were detected. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.a partial lead with the connector pin measuring 11.2cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.